Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the stuck valve occurred during a unknown procedure. There was no delay and the procedure was completed with the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or if the scope was used in a case with the foreign material attached to it. There was no delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. The endoscope was not immersed in the detergent solution. The external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Inspection of the instrument channel] 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was not confirmed. Evaluation did find the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, there was a lack of image on the monitor and the image was partially dark due to dirt on the objective lens, the objective lens was discolored, flare occurred due to a scratch on the objective lens, the universal cord was wrinkled, the forceps channel port was shaved, the paint on the air/water cylinder was peeled, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the suction valve of the evis lucera elite gastrointestinal videoscope was stuck. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the instrument channel was clogged and foreign material came out of the distal end. The report is being submitted due to the foreign material in the distal end found during evaluation.